Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ecs button had to press harder. The customer¿s blood glucose level was unknown. The insulin pump received error codes and motor error alarm. The customer also reported that the insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.